Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 150 units of insulin during the load sequence. Reportedly, the customer did not perform the proper air removal techniques. Clinical support informed the customer that not performing the air removal step is off-label per the tandem user guide. Customer loaded a new cartridge to resolve the issue. Additionally, it was reported that occlusion alarms occurred. Customer cleared the alarm. Customer's blood glucose level was 256 mg/dl. Customer continued to use the pump for insulin therapy.